Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the pusher assembly; the pull wire was retracted out of the capture feature inside the distal detachment tip (ddt); the coil was detached from the pusher assembly. The outer diameter of the proximal constraint sphere, and coil were measured and found to be within specification. The inner diameter of the ddt was measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the physician attempted to place the pod6 in the target vessel, but it would not fit. As the coil was being resheathed, it unintentionally detached. Evaluation of the returned device revealed that the pet lock was broken on the proximal end of the pusher assembly and the coil was detached from the pusher assembly. This type of damage typically occurs when there is an attempt to detach the coil during use, or when the pull wire is manipulated against resistance. The pull wire was retracted outside of the ddt capture feature on the distal end of the pusher assembly; this caused the coil to be detached from the pusher assembly. The outer diameter of the proximal constraint sphere, and the coil were measured and found to be within specification. The inner diameter of the ddt was measured and found to be within specification. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod6 coil. During the procedure, the physician attempted to deploy the pod6 coil in the vessel; however, the physician found that the pod6 was too large for the vessel. The pod6 coil was removed and unintentionally detached while being resheathed. A new pod5 coil was used to successfully complete the procedure. There was no report of any adverse effect on the patient.